Event description:
I started to feel a lot of pain after putting the sensor in. Almost two weeks later, the pain and itching were unbearable, so I removed it. That's when I noticed that the skin under the sensor was completely lasered and burned. A couple of days have passed, but nothing has changed, and I still feel pain and burning.